Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-09631, related manufacturer reference number:2017865-2020-09633, related manufacturer reference number:2017865-2020-09634. It was reported that the patient presented with pocket infection. The implantable cardioverter defibrillator along with atrial, right and left ventricle leads were explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.